Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint for open/package seal tear drop label on lot # 9022898. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle package was compromised and sterility affected with a bd ultra-fine¿ pen needle mini. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from spanish to english: in the needle box there were two needles without the safety seal on the top, she says that she cut them with the needle cutter and discarded them.